Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed.   A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, during an endoscopic procedure for a peg-j tube replacement, the patient was diagnosed with buried bumper syndrome. The patient was referred to the general surgery unit.

Manufacturer narrative:
Reference record (B)(4).

Event description:
During the peg replacement on (B)(6) 2020, it was discovered that the patient did not have a buried bumper. The adverse event was recovered and duopa therapy has resumed with new doses.